Event description:
A healthcare professional reported with a description of intraocular lens was not implanted due to the lens slipping outside of the wound on implantation. Back up lens was opened. Additional information has been received and stated that when the lens was being expelled from the nozzle, into the patient, it slipped from the incision site and surgeon decided not to continue to try insert the lens, but rather open the back up one and started again with insertion. No patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).